Event description:
It was reported that a patient had bilateral cataract surgery on the 5th and 6th month and after the surgery the patient claims that he doesn't see anything, as if he had a ¿cream¿ in his eyes. Additional info. Of cannot carry regular activities such as driving, playing sport, going shopping, etc. Without any help. However, there was no medical or surgical procedures or been prescribed any medication to solve your visual problems. It was noted that the patient has diabetes but could see well. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
Section b3: date of event: unknown, not provided. Best estimate is before 10/29/2024. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: not applicable as lens remains implanted. Section h3 no: the device was not returned for evaluation (the lens remains implanted) and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that in section "h11" of the initial MDR report, it was inadvertently indicated that "a3a & a3b" information is not available, which is incorrect. This supplement MDR report is to correct that information, and the following fields have been updated accordingly as indicated below: section a3a. Sex: male. Section a3b. Gender: cisgender man/boy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.